Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, high capture threshold was noted on the right atrial lead and was unable to be obtained even at high outputs. The physician suspected that it was positional issue rather than lead issue. The patient was scheduled for lead revision. The lead was successfully repositioned. An x- ray was performed following implant and it was indicated that the lead was in the same position. Due to patient history undergoing previous lead revision a lot of scar was noted in the heart. The patient had no complications and was stable post procedure.